Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that fridge failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that fridge failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager refrigerator failed. A field service engineer arrived and found no obvious issues with the unit. However, the cables were reseated, and black grease was applied to the connections as a precautionary measure. The remote manager was tested in hardware test application (hta) and the customer performed multiple inventory checks, all of which completed successfully. The system functioned as intended after the field service engineer repaired the device.